Manufacturer narrative:
Investigation summary: thirty three sealed and intact and one open 31g x 8mm pen needle samples were returned from lot. No. 8122822, cat. No. 325105 along with two opened 31g x 8mm pen needle samples from an unknown lot. No. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Visual examination was carried out the opened sample from lot. No. 8122822 and a bent patient end of cannula was observed, no indentation marks were observed on the shield or hub. Visual examination was carried out on the thirty three sealed samples from lot. No. 8122822 and no issues were observed. Visual examination was carried out on the returned samples from an unknown lot. No. And a bent patient end of cannula was observed on one sample and a bent non patient end of cannula was observed on the second sample. No manufacturing related issues were observed on the returned samples therefore no root cause can be identified. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that two to three bd micro-fine ultra¿ insulin pen needle were broken during use. This was happened in two different pack of needles. Patient went to see medical doctor since there was one cannula inside patient's leg, but the pen needle could not be located. Customer¿s verbatim: ¿ the customer has been using the pen needles for a long time. In this and another pack, 3 or 2 needles were observed to break the needle. The customer has brought us the pack for complaint. One cannula is still in the customer leg. ¿

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two to three bd micro-fine ultra¿ insulin pen needle were broken during use. This happened in two different pack of needles. Patient went to see medical doctor since there was one cannula inside patient's leg, but the pen needle could not be located. Customer¿s verbatim: ¿the customer has been using the pen needles for a long time. In this and another pack, 3 or 2 needles were observed to break the needle. The customer has brought us the pack for complaint. One cannula is still in the customer leg."